Manufacturer narrative:
The account did not know if the siderail was down all the way or if it was stored. The account found the siderail release lever push tab was missing and replaced it to repair the bed. The technician could not determine how the release lever was missing.

Event description:
The account alleged a patient was getting out of bed and cut their leg. The pt required stitches.